Event description:
In early 2008, the patient was implanted with two (2) gore tag thoracic endoprostheses. The following month and approx six months later, CT scan showed a type ii endoleak of unknown origin. Two months later, the patient underwent a reintervention where another gore tag thoracic endoprosthesis was placed. A type iii endoleak was discovered and resolved with the seal of the third device. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: tg4020.